Event description:
Forty minutes into initiation of treatment. Patient complains of headache and shaking chills. Temp. 101.6 (97.9 pre-treatment). Blood rinsed back. Treatment restarted on new dialyzer and lines. Symptoms did not improve. Patient taken off and sent to hospital. Patient complained of chest pain in ambulance. No definitive findings at hospital. Blood cultures negative. Patient dialyzed 2/6 at unit without difficultydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.